Event description:
A caller reported receiving an alarm indicating that something was continuously pressing the wake button on their insulin pump. There was no adverse impact on the customer's blood glucose level. Technical support educated the caller about the cause of the alarm and provided guidance on resuming insulin delivery. Despite resolving the immediate issue, the problem had been reported previously, so a pump replacement was approved under warranty. The caller was advised to return the malfunctioning pump to tandem using a provided return box and shipping label, with instructions to do so within ten days to avoid charges. The caller acknowledged these steps and was informed they would receive a pump with updated software, which they would need to program with their settings and connect to their cgm.